Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received recurring motor error and no delivery alarm. Customer reports the drive support cap appears normal. Customer was able to complete insulin pump rewind. The customer declined troubleshooting for no delivery as it was related to motor error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will returned for analysis.